Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. Customer alleged discrepant results when testing a sample with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The alleged sample was initially tested twice on the cobas® liat® system (runs #4183 and #4184) resulting in sars-cov-2 positive, and influenza a positive. An antigen confirmation test was performed, resulting in influenza a positive. Two days later the same sample was tested on the cobas® 6800 which yielded a sars-cov-2 negative result. The positive results on the cobas® liat® were released. No apparent harm or injury occurred in relation to the event. An investigation is ongoing and results are not yet available. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Based on the data provided and the allegation the likely cause of the discrepancy is that the customer retested a sample near the limit of detection (lod). Samples near the lod can waiver between positive and negative. Other potential causes/ contributing factors that cannot be ruled out are potential contamination/ sample swap and the differences in technology between the two methods. No product problem or systemic issue was identified and the likely cause is sample specific factors. (B)(4).